Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels of approximately 500 mg/dl. At the time of the report, the user's bg level was 325 mg/dl. The user addressed bg level with a bolus via the pump and a manual injection. During troubleshooting with tandem's technical support, there were no drops of insulin seen coming out of the end of the tubing during fill tubing. Additionally, it was reported that there were air bubbles in the tubing. Reportedly, the user changed the tubing and resumed insulin delivery.